Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the consumer, regarding a female patient receiving an known intrathecal medication via an implantable infusion pump. The indication for use of the device was for spinal pain. It was reported that the pump was removed on (B)(6) 2015, as the leads broke off in the patient's back and the device had popped out. The patient outcome and intervention remained unknown at the time of this event; if additional information is received this report will be updated.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving an sufentanyl 251.9 dose and 1,500 concentration. The start date of the medication was on (B)(6) 2015, and the end date was noted as (B)(6) 2015. The patient was also on duragesic 25mcg patch every three days. Indication for use of the device was for lumbar radiculopathy. No other information was given regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient had experienced severe headaches. A dye study was performed and found a probable leak behind the pump of the intrathecal catheter. The cause of the event was "poping/budging" of the pump and a possible catheter leak. It was noted there was fluid buildup at the pump pocket (seroma). If additional information is received, a follow-up report will be sent.